Event description:
It was reported that during follow up, a stored alert for high, out of range, high voltage lead impedance was observed. The alert was not reproducible in clinic. All measurements were good. Patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.